Manufacturer narrative:
The reporter's meter was requested to be returned for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The display was faint and flickers. Display check was complete, but faint. The meter sometimes requires tilting to read the display which could cause results to be misinterpreted.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d10 and h3 were updated.